Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further presume the cause. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope was displaying an e315 scope error. The reported problem was found during preparation for an unspecified diagnostic procedure. The procedure was completed using a similar device and no delay was noted. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.